Event description:
Duplicate of complaint (B)(4).

Manufacturer narrative:
N/a.

Event description:
The following has been reported: some keys are not working remarks: upper case reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.